Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer did not explain if there were any significant events leading to the alarm. The customer stated that she had another insulin pump available for use and that she would set up the new infuslin pump upon arriving at home. The customer was advised to call back if she had the settings for the insulin pump available. The customer disconnected the call before further information could be obtained. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.